Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged response buttons) was confirmed. Upon investigation the rear response button was non-functional. The cause for the defective response button was a torn response button cable. The root cause for the damaged cable was physical abuse. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a patient's monitor and reported that the response buttons were damaged.